Event description:
Report received of an independent rate change during annual preventative maintenance testing. While programming the pump, the numbers on the display continued to increase after the up arrow key was released. The numbers continued to increase until the control knob was turned to the next position for programming. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.